Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 200 mg/dl and 90 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
This device was returned with oos documentation from biotronik rep (B) (4). Per oos, this device could not be interrogated, nor could it be communicated with in any way. Later, it was discovered that the pt received an MRI on approximately (B) (6) 2010. This device was functioning normally at the previous follow-up on (B) (6) 2009. It was replaced with a lumax 540 dr-t, (B) (4).